Manufacturer narrative:
Diopter: -12.50. Pt weight: unk. Event problem and evaluation codes: (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -12.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault was noted. The lens was explanted on (B)(6) 2015 and was exchanged for a smaller length lens. This resolved the problem.